Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and was not returned for investigation. However, the system log files were sent in and reviewed. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. The reviewed log files showed that the ups was low on battery when this system abruptly shut down. The cause for the repeated shutdown could not be determined, however, the issue likely occurred due to a faulty usb connection.

Event description:
It was reported that sales rep started a demo case and was waiting at fov for it to start. An error message appeared that said ups communication failure. The touch screen was also inactive so I had to turn the system off by the computer. I restarted the system and the same error appeared when entering hardware connection. The touchscreen was inactive again so system was turned off from the ups. There was a red light above the battery symbol on the ups. There was a 2nd system on site so it was used that for the demo.